Event description:
It was reported that multiple occlusion alarms occurred. A supply changed was performed to address the issue, however the issue was not resolved. The customer's blood glucose (bg) level was 302 mg/dl. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.